Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported issue appears to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery using the preclose technique prior to a chronic total occlusion (cto) procedure. The arteriotomy was 6fr and during the cto procedure, the sheath was upsized to 12fr. Reportedly, a cuff miss occurred. A second proglide device was attempted; however, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The cto procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide device. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.